Event description:
On (B)(6) 2017, the reporter for the patient (daughter) contacted lifescan (lfs) alleging that her onetouch verio 2 meter was displaying an error 2 message whilst trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue first began on (B)(6) 2017, 4:00pm. The reporter stated that the patient manages her diabetes with shots other than insulin and denied that she made any change to her usual diabetes management routine in response to the alleged product issue. The reporter detailed that 3 hours after the alleged product issue began the patient developed symptoms of ¿dizziness, blurry vision and extreme thirst¿. The reporter denied that the patient received any treatment. At the time of trouble shooting, the cca confirmed that it was not the first time the product was being used. The correct testing steps were carried out and the correct test strips were being used. When pressing the power button down the error 2 message did not reoccur. There was no misuse of the subject meter. The patient was unable, unwilling to say if the alleged issue had been resolved after walking through a retest. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue.